Manufacturer narrative:
Product event summary: analysis information -- 2019-08-13 10:06:32 cst pli# 10, product ID# :x2dr01. The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post implant, the implantable pulse generator (ipg) failed to deliver paces to the ventricle causing no ventricular capture. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.